Manufacturer narrative:
Covidien reference number: (B)(4). Service engineer (se) inspected the device and verified the malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced and the software was upgraded to the latest revision. The ventilator passed all the required testing.

Event description:
The customer reported that the 840 ventilator had a blank display. There was no patient connected to the device at the time of the event.